Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that stent damage occurred. Following pre-dilatation with a 2.5 x 20 balloon, a 2.50 x 20mm synergy xd drug-eluting stent was advanced for treatment. Intravascular lithotripsy (ivl) was used to advance the stent but it failed to cross the lesion. The device was removed undeployed and it was noted that a stent strut was sticking out. No patient complications were reported.

Manufacturer narrative:
Updated : b1: adverse event/product problem. B2: outcomes attrib to adv event. B5: describe event or problem. E1: initial reporter name. H1: type of reportable event. H6: patient code, impact code.

Event description:
It was reported that stent damage occurred. A 2.50 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent could not cross the lesion and found that the strut sticking out of stent. The procedure was completed with and there were no patient complications nor injuries reported. It was further reported that vascular access was obtained via femoral artery and the target lesion was mildly tortuous and severely calcified with 95% stenosis. The patient ended up with a frayed non-bsc guidewire and a distal vessel perforation. It was noted that when the stent and guidewire were removed together, a piece of wire was broken off in the second undeployed stent. The procedure was aborted due to wire perforation and the patient received protamine.